Manufacturer narrative:
Other applicable components are: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the post-op description of the surgery said one of the leads was not secured in place and that the lower on was working properly but the superior one was not. The patient mentioned that the lead was frayed. It was noted that all the programming used the lower lead. The indication for use was non-malignant pain. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient does not know what caused the frayed lead and lead not being secured. No steps were taken to resolve the frayed lean and lead not being secured. The issue has not been resolved. Patient will meet with rep (B)(6) 2017. No further patient symptoms or complications were reported.